Manufacturer narrative:
Exemption number e2015055. Four devices were received for evaluation; 3 events were confirmed during testing. Three devices were found to be affected by a worn internal component. One device was found to have a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device exhibited bur wobble. For 3 events, there was no patient involvement; no patient impact. For 1 event, there was patient involvement, no impact.